Event description:
Multiple pts affected, but most could not provide reliable corroborating history. Vns device shows multiple magnet uses. I assumed pts were playing with their magnet, or had it on their l wrist and, when scratching face, set off vns. However, most recent pt has 15 magnet uses, did not recall using it at all at those times, and routinely keeps his magnet clipped to his belt, nowhere in proximity with device. Tested device with 2 cell phones, mine and pt's no effect. Potential for vagus nerve injury from overstimulation. I have seen this issue with the model 105 device, never with the 102 device. I believe, though my experience is limited, that the 103-4 devices did not exhibit this behavior.